Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported failure to deploy (device malposition) could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device. "Calcified, did not take" was reported. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.